Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm values after the sensor was inserted in the arm. On (B)(6) 2023, the patient reportedly started throwing up, so she was rushed to the hospital by her father where she was diagnosed with diabetic ketoacidosis. Although the patient alleged sensor inaccuracy, the bg and cgm values were not remembered. It was not specified nor clarified whether the sensor had high or low inaccuracy. The patient was treated and was provided medication but could not recall what it was. The patient stayed at the hospital for 1 day and was discharged the next day (B)(6) 2023. At the time of the report on 02/09/2024, 47 days after the episode, the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
The patient stayed at the hospital for 1 day and was discharged the next day (B)(6) 2023.

Manufacturer narrative:
(B)(4). "The patient stayed at the hospital for 1 day and was discharged the next day (B)(6) 2023."